Event description:
Report received of an under-delivery in bench testing. The pump was returned from use on a patient were it was reported to over-deliver on the patient. Upon analysis with the customer of the reported over-delivery event, it was concluded that the customer was not taking into account the priming volume done through the pump. With this volume calculated in the amount of fluid actually delivered to the pt, it was determined that for this infusion, the pump did not over-deliver. There was no reported adverse patient event. No further information was available.